Event description:
It was reported that during a conference, the physician observed a presentation by an unspecified foreign physician discussing a procedure with an unspecified 4.5 or 5.0 mm nc trek balloon. During the described procedure, the physician reported experiencing movement during inflation of the unspecified nc trek balloon during normal inflation pressure. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of event. The device will not be returned for evaluation. Investigation is not yet complete. A follow up report will be submitted with all relevant information.